Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and acute pancreatitis. They had been treating their high blood glucose with a bolus. The customer¿s blood glucose level at the time of admission was around 400 mg/dl. They were treated for their acute pancreatitis and was released for rehab. Their current blood glucose level was 260 mg/dl. The device will not be returned for analysis.